Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708240, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient was having an extension explanted and the pocket revised because the patient was going to have a hip surgery and the surgeon had requested the pocket site be changed to the other buttocks region because they didn't want to operate at the site of the ins. The rep confirmed there was no issue with the new extension prior to the explant procedure. Prior to the implant of the new extension, impedances were fine on all contacts. When the initial extension was removed, impedances were tested again and all contacts were fine. During the pocket revision, when the physician tunneled with the new extension applied, one of the contacts on the extension was found to be damaged on contact 4; it was giving an impedance reading of 40,000 ohms. The physician removed the new extension and gently wiped the ends of the leads and then re-applied the new extension. Impedances were checked again in post-op and the impedances were still the same. The rep programmed around contact 4 and it was confirmed the patient was getting great therapy without using contact 4. No symptoms were reported.